Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED RECURRENT URINARY INCONTINENCE FOR THE PAST YEAR, AND TROUBLESHOOTING DURING OFFICE VISITS WAS UNSUCCESSFUL. AS A RESULT, THE DEVICE WAS EXPLANTED AND REPLACED. NO FURTHER PATIENT COMPLICATIONS WERE REPORTED.

Event description:
It was reported that the patient with this Artificial Urinary Sphincter (AUS) experienced recurrent urinary incontinence for the past year, and troubleshooting during office visits was unsuccessful. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The Device History Record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A Risk Review was completed and confirmed that the event of Urinary Incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of Adverse Event Related to Patient Condition was assigned to this investigation. All compiled information on this investigation determines that an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event since the device was functional according to the information provided.